Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# va0fq1r, implanted: (B)(6) 2014, product type lead; product ID neu_unknown, lot# unknown, product type unknown; product ID neu_unknown, lot# unknown, product type unknown. (B)(4).

Event description:
It was reported that the patient noted that the words in the patient manual are so small she could not see them even with glasses on. If additional information is received, a follow up report will be sent.